Manufacturer narrative:
Philips service replaced the defective 19'' monochrome monitor ER (mml1952-per) and tested the system functionality, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitor smoked after power replug; replaced with functional unit on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.